Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 and a 14-4/5.8/75 xxl esophageal balloon catheters were selected for dilatation. However, during the first inflation, the first balloon ruptured. The device was removed in its entirety by pulling it out of the sheath while maintaining guide wire access. Subsequently, it was replaced with a second balloon catheter but during the second inflation, the balloon also ruptured. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 and a 14-4/5.8/75 xxl esophageal balloon catheters were selected for dilatation. However, during the first inflation, the first balloon ruptured. The device was removed in its entirety by pulling it out of the sheath while maintaining guide wire access. Subsequently, it was replaced with a second balloon catheter but during the second inflation, the balloon also ruptured. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was fine. A 14-4/5.8/75 xxl esophageal balloon catheter was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A visual and microscopic examination identified a balloon longitudinal tear beginning approximately 11mm distal of the proximal markerband and extending approximately 10mm distally across the balloon material. The balloon tear was then noted to extend approximately 4mm circumferentially across the balloon material from the distal end of the longitudinal tear. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No kinks or damage was noted to the shaft of the device. No other issues were identified during the product analysis.